Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the first flange did not open properly, it was partially deployed. The procedure had to be cancelled. There were no patient complications reported as a result of this event. Note: it was reported that the patient eventually passed away. However, it was noted that the outcome was not related to procedure or device.